Event description:
It was reported that a pump alarmed with long code and short code as well as triangles. The specific code was not captured. Patient not affected. No additional information available